Manufacturer narrative:
Product analysis: visual inspection confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. The remaining torx tip has been twisted. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure performed: posterior spinal fusion.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with neuromuscular scoliosis; and underwent a surgery. Intra-op, the driver broke while breaking off the set screw. No fragment of the broken driver remained inside the patient. There were no patient complications reported as a result of this event.